Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient was having a lot of "pulsation" which was clarified to feel "kind of like a heartbeat right near the incision." The caller indicated that the issue started more than a week prior to the call. Additionally, the patient indicated that they were "having a lot of issues with a pinched nerve in [their] back" which started about 3 months prior to the call and the patient was wondering if there was a connection to the device or if the pinched nerve was why the patient was experiencing the pulsation. At the direction of their healthcare provider (hcp) the patient was assisted with turning stimulation off to see if the pulsation resolved and the patient planned to monitor for 24 hours. The patient reported that they do not feel the pulsations all the time and does not currently feel them, but would continue monitoring for 24 hours. The patient was concerned that their symptoms would return if their stimulation was turned off and the patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.